Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found premature battery depletion. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion could not be conclusively determined.